Manufacturer narrative:
Customer claims discrepant results of 5.7 with inratio meter and 6.9 with another inratio meter (doctor's office). The inratio inr should be compared with the inr measured using a laboratory reference instrument. Per tech support, time elapsed was 30-45 minutes. Strip lot number used on either meter is not known. When evaluating for precision, the same strip lot must be used. Inratio precision data provided by end-user: value 5.7. Value 6.9. Mean 6.3. Std dev: 0.848528. %cv 13.4687. The %cv is less than 20%. The precision criterion is met. Product precision testing is not required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was field: meter inr: 5.7, comparison meter inr 6.9, mean: 6.3. Both values are greater than 5.0 inr. These values are not considered inaccurate. Product accuracy testing is not required. Conclusion: end-user reported discrepancy from self-testing result and doctor's meter. There is no product info about the doctor's meter. Investigation would be conducted for accuracy and precision. Mean calculation revealed both values are greater than 5.0, discrepancy is not considered inaccurate. Accuracy discrepancy was not established. Precision cv$ was calculated. %cv was 13.46%. Precision cv$ criteria (<20%) was met. Precision discrepancy was not established. No further product testing is required. Pt condition was not provided. No product was expected to be returned. This failure mode will continue to be monitored no determine if future corrective action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: in 2009, inratio: 5.7, lab: 6.9. Testing performed 30-45 minutes apart - pt meter and doctor's meter.